Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received noted that this reporter did not have the old lead, because it was damaged during the normal course of the surgery, with the scalpel. The lead was processed at the hospital.

Event description:
It was reported that all electrodes had high impedances. The implantable neurostimulator (ins) and lead were replaced. The problem was resolved. A week later it was reported that on (B)(6) 2014 the patient was operated on to change the battery. The ins was connected normally, but when the physician closed the pocket the lead that was implanted was damaged and did not work. It was decided that the lead could be connected to the ins normally because the damage was not in the connection and the ins was already opened. On (B)(6) 2014 the patient was operated on again to change the lead that was damaged. It was disconnected and the lead was changed. When the new lead was connected all of the impedances were high on all electrodes. The reporter checked the impedances of the lead with a snap lid and impedances were ok. The ins was replaced and the impedances were ok, so the problem was not in the lead but the ins. The patient was receiving effect therapy. Two days later it was reported that the first lead was damaged during the normal course of surgery with the scalpel.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy239952h ) showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.